Event description:
A report has been received from a (B)(6) hemodialysis user facility. It was reported the following incident: report received from facility of a tubing kink. The kink was observed directly out of packaging (twisted out of bag). The kink was observed in two locations post arterial drip chamber. No sample available and no pt involvement.

Manufacturer narrative:
(B)(4).